Event description:
It was reported that the surgeon experienced difficulty inserting two (2) different helical blades into two (2) different nails with two (2) different instrument sets during a trochanteric fixation nail (tfn) procedure on (B)(6) 2015. During the first attempt to insert the helical blade into the 10mm/130 degree nail, the helical blade got stuck on the nail and would not advance. The surgeon then pulled the helical blade out and removed the nail for inspection. No anomalies were noted. He attempted to reinsert the same helical blade into the same nail with the same instruments, but experienced the same problem. The surgeon removed the helical blade and nail and put the instrumentation utilized aside. A new insertion handle, aiming arm, blade guide sleeve, buttress compression nut, nail, and helical blade were obtained. Again, the surgeon experienced difficulty advancing the blade as it too was stuck on the nail. Eventually, the surgeon was able to advance the helical blade to the desired location. Upon inspection of the instruments and devices, it was noted that the two (2) aiming arms appeared to be bent. The procedure was completed successfully with a reported ten (10) minute surgical delay. This report is 12 of 12 for (B)(4).

Manufacturer narrative:
Patient initials are (B)(6). Additional product codes for this report include hwc. Device was not explanted; remains in patient. Complainant part is not expected for return; remains in patient. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.